Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes stopper was difficult to remove. This event occurred 6 times. The following information was provided by the initial reporter: "samples did not meet stopper pull force requirements at 50% shelf life."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/12/2020. H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for failed stopper pull force requirements with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to failed stopper pull force requirements as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes stopper was difficult to remove. This event occurred 6 times. The following information was provided by the initial reporter: "samples did not meet stopper pull force requirements at 50% shelf life".